Event description:
It was reported that the customer stated that they had an 8 percutaneous failure where the internal tracheostomy tube would protrude through the bracket. It was reported that the tracheostomy tube was in use for approx two 2 days. The tube was removed and the pt was re-intubated.

Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned, and failure investigation results provide new or significant information, a follow-up report will be submitted.